Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a thoracoscpic bullectomy procedure, the staple did not from properly and the tissue was not cut. The surgeon resected the malformed staple lines and applied another device.